Manufacturer narrative:
Returned samples from the actual batch were examined and no visual defects were detected on these catheters. No deviations were found when the batch documentation was reviewed. No relevant deviations or eralier complaints were found for this lot.

Manufacturer narrative:
No deviations were found when the batch documentation was reviewed. No relevant deviations or earlier complaints were found for this lot. The product was not available to be returned. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
According to the reporter the patient had an issue with bleeding from urethra.